Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (prefix), correction: no investigation explanation: our records indicate that the involved device was returned to our facility, however the sample cannot be found and is no longer available for evaluation. A thorough search was performed. The device had been used in the treatment or diagnosis of a patient. The lot number shows that the product was within the assigned expiration date at the time of the reported incident. Without the product, a detailed investigation could not be performed. If additional information is obtained or the product is found, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic appendectomy, the device did not seal and bleeding resulted after cutting an artery. There was no patient injury or medical intervention required to prevent serious injury.